Manufacturer narrative:
The device was not returned by the customer for evaluation. The customer has continued to use the device and has not reported any further issues.

Event description:
It was reported that during surgical procedure at the user facility that the sonopet console had a lack of irrigation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during surgical procedure at the user facility that the sonopet console had a lack of irrigation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Awaiting device return for evaluation.